Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was seen. The target lesion was located in an unk vessel. The 2.75 x 16 mm taxus express2 drug eluting stent was removed from packaging and the stent was bent. The stent damage was seen before the stent entered the body. The procedure was successfully completed with a 2.75 x 16 mm taxus express2 drug eluting stent. No pt complications were reported. The pt's status is reported as 'satisfactory/good'.